Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the initial customer reported complaint of "not sealing during the case". The failure analysis engineer placed the instrument on an in-house system and the instrument passed the self-test homing. The instrument passed electrical continuity, energy delivery, cut, jaw gap verification and grip force tests. No ceramic dots were missing. A review of the logs shows no errors. The grip force test results were straight 7.004, pitch 6.773, and yaw 7.122. Additionally, this instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips does not fully open. The root cause was not determinable or applicable. The instrument was also found to have a dislodged grip ring. The root cause of this failure is attributed to manufacturing. The instrument was also found to have a dislodged grip ring screw. The root cause of this failure is attributed to a component failure. The instrument logs for the vessel sealer extend (part# 480422-01 / lot# m10220612-0045) associated with this event was last used during a distal pancreatectomy procedure on (B)(6) 2022 on system sk3264. This device is a single-use instrument and therefore only has one use allotted to it. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the endowrist vessel sealer instrument has a component failure that would not allow for the grips to open and the instrument was found to have a dislodged grip ring and grip ring screw. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) jaws did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was found out of the ordinary. There was no allegation that the vse was on tissue when it would not open. There was no patient injury due to the issue as the device could not be used on the patient. It was confirmed that the vse lot number for the reported issue of jaw not opening was m10220612-0045. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.